Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health care profession from (B)(6) of peritonitis in a patient coincident with dianeal pd-2 therapy for continuous ambulatory peritoneal dialysis (capd). The action taken with dianeal therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy effluent and abdominal pain. On the same day, the patient was hospitalized. The cause of peritonitis was unknown. Remedial treatment was cefazolin (dose, frequency not reported) and fortum (dose and frequency not reported). The patient was discharged from the hospital on (B)(6) 2012. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed/

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.